Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, a slight resistance was encountered upon advancing the access sheath into the junction of the renal pelvis and ureter. As the sheath was removed, 1 cm perforation was observed in the urinary duct. The procedure was completed with this device. The patient's urinary duct was successfully repaired by deploying a stent. The patient's condition at the conclusion of the procedure was reported to be "presently monitored".